Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead was hospitalized for an unknown reason. Upon interrogation high out-of-range shock impedances were observed. A review of the historical daily measurements noted that the shock impedance measurements have been out-of-range for the past year. The last shock delivered was in (B)(6) 2014 and had impedance measurement of 40 ohms. The current shock vector was triad and the device was reprogrammed to rv distal coil to can. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.